Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the failure to convert event. There was no device malfunction contributing to the failure to convert the patient's arrhythmia.

Event description:
A patient received an appropriate treatment shock. The patient reportedly did not go completely unconscious during the event. The patient's rhythm at the time of the event was ventricular tachycardia (vt) at 220 bpm. The post-shock rhythm was also vt at 220 bpm. The response buttons were not pressed during the event. The device was shut down after the treatment and no further detections or treatments could be delivered. The patient went to the hospital after the event and continued wearing the lifevest. There is no indication of any device malfunction causing or contributing to the failure to convert event. There is no allegation of any serious injury as a result of the failure to convert event. The lifevest functioned as designed but was unable to convert the patient's arrhythmia.